Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited episodes of noise oversensing, leading to inappropriate anti-tachycardia pacing (atp) and a single shock, as well as a signal artifact monitor (sam) episode and pacing inhibition with 5 seconds of asystole with no symptoms. Technical services (ts) reviewed the episodes and noted possible electromagnetic interference (emi). It was later determined that the patient was doing electrical stimulation therapy. Ts advised on how this affects device function. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited episodes of noise oversensing, leading to inappropriate anti-tachycardia pacing (atp) and a single shock, as well as a signal artifact monitor (sam) episode and pacing inhibition with 5 seconds of asystole with no symptoms. Technical services (ts) reviewed the episodes and noted possible electromagnetic interference (emi). It was later determined that the patient was doing electrical stimulation therapy. Ts advised on how this affects device function. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.